Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose of 39 mg/dl. Customer noticed he was no longer in auto mode and when he looked at the auto mode readiness screen he sees the active insulin updating. They then woke up in the morning with blood glucose around 160 mg/dl. Customer declined troubleshooting for the low blood glucose. The insulin pump will not be returned for analysis.